Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A field service call has been provided to the customer but results of investigation are currently pending at this time by the vyaire field service representative. A supplemental report will be submitted after an investigation is completed.

Event description:
It was reported to vyaire that the suspect vela ventilator touch screen started blanking out intermittently while connected to a patient. The customer confirmed the ventilator continued to ventilate. The patient was removed from the ventilator and placed on a backup device. The customer confirmed there was no patient harm associated with the reported issue.